Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided and lost consciousness. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed glucose tablets and required emergency medical technicians (emt) to address bg level. Emts monitored customer's bg level only, no treatment was provided. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown.